Manufacturer narrative:
The reported events of low pacing impedance and failure to capture were confirmed. As received, a complete lead was returned in one piece. X-ray examination showed that the inner coil of lead was over torqued, it was consistent with procedural damage. Electrical testing of the lead found an internal short due to the over torqued inner coil in the connector region. The cause of the two reported events was the over torqued inner coil region which caused an internal short, which is consistent with procedural damage.

Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance. The patient presented for a revision procedure. During the procedure, it was observed that the rv lead exhibited normal impedance values, however, after connecting it to the pacemaker it wouldn't capture and impedance was abnormal. The physician explanted and replaced the rv lead and device during the procedure, and the surgery was concluded successfully. The patient condition was noted as recovering.